Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a defective iesu. The error was caused by a too low current measurement. The fse replaced the iesu to resolve the issue.

Event description:
It was reported that the integrated electrosurgical unit (iesu) erbe cautery was faulty. The technical support engineer (tse) checked the system event logs and identified fault c-38. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis and the reported problem was confirmed in the logs but was not reproduced. Upon visual inspection there were no issues found that would be related to the reported event. The erbe generator was tested and the unit energized and cauterized all ports and instruments without issue. The erbe functioned normally. The complaint was confirmed based on failure analysis. The probable cause of error c-38 is attributed to a faulty electrical component inside the erbe generator. This error indicates high frequency current measurement value too low in on state. This error can be resolved through troubleshooting or replacement of the generator.